Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia with blood glucose measured as low as 40 mg/dl and lows persisting for several hours; the user treated with oral carbohydrates and current glucose was later 106 mg/dl. Symptoms included no loss of consciousness or other acute neurologic or systemic manifestations. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included complaint handling and case review based on user report. Investigation of this case revealed an undetermined cause of hypoglycemia with no device alerts reported by the user. It was concluded that the event represented hypoglycemia of unclear cause with no confirmed device malfunction and user advised to consult their healthcare provider for a low glucose action plan. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.